Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect by one day. Reportedly, the customer traveled overseas and did not adjust the pump date after returning to the united states. Customer's blood glucose was 128 mg/dl. Customer corrected pump date and resumed insulin therapy.